Manufacturer narrative:
Additional information was received on 11 dec 2017 : "everything went well to load the implant. That is when locking and when putting locking clip that the issue occured. Reporter and surgeon noticed that system wouldn't lock. When implant is in place, locking clip is implanted and is supposed to "clic" to prevent return of the clip. This wouldn't happen so surgeon and reporter took the decision to remove the system . That is when they noticed that clip was damaged and was bent. They took another clip. Surgeon was eventually satisfied and procedure was completed successfully. No picture was taken." Information received on 08 jan 2018 : reporter loaded himself the implant on the implant holder. Reporter don't remember using or not "assembling clip." According to reporter, the size of the implant was 14 mm. Disc space was properly prepared. Unilateral approach was used. According to reporter, surgeon knows this product and the surgical technique. The clip was damaged (bent) when deploying locking plates. From description provided, hypotheses on what could have happened during this surgery were made. Investigation is in progress. Return of the implant holder was requested.

Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Unknown reason.

Event description:
Interbridge : locking plate issue. Locking plates wouldn't seat well. When implanting locking plate, it would be damaged. It was replaced. No harm to the patient product not returned delay superior to 30 min. Additional information was requested to understand better the surgical steps involved, but still pending.

Manufacturer narrative:
. Product was not returned to the manufacturer. According to the information provided the issue appeared during the system-locking phase. The locking plate would not seat well. Then, the surgeon made the decision to replace the plate. He found that the first locking plate was bended. This event caused a delay in the operation of more than 30 minutes. And no harm to the patient has been reported review of the case including an analysis of the event reproduction result with a similar product led to the following hypothesis: the bent of the locking plate could be the result of two hypothesis : 1rst hypothesis: a bad set up of the locking rod into the implant holder during the implant-holding phase. This false maneuver give to the locking plate a level of a ¿parasite¿ mobility that may cause the clevis too much upwards. The using of the assembly clip would have prevents this kind of risk (from information provided 8th january 2018 the reporter couldn¿t remember if he used or not the assembly clip) 2nd hypothesis: releasing the blue slider button during the implant insertion disengage the lock of the rod, causing the retread of the locking rod and by that causing the "parasite" level of mobility defined above. Both hypothesis are related to two steps that are described in interbirdge surgical technique. Both hypothesis may be considered as the cause of the locking plates bending . Root cause: false maneuver during the implant loading / insertion (user error). The investigation found no evidence to indicate device malfunction related.

Event description:
Interbridge : locking plate issue